Event description:
Device report from synthes (B)(4) service & repair reports an event in (B)(6) as follows: facility reported: device failure, send in for repair. Device does not function. Mechanics - swing fork stuck/blocked on the sagittal saw attachment. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 6/13/2012. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional evaluation was conducted. The report indicates that during the pre-repair diagnostic assessment, the service technician identified the following codes: srsr (service) probable cause code: edv (normal wear).